Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to high ventricular thresholds. The device required a 7 volt energy level to obtain capture and allow an adequate safety margin.